Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I for one patient. The following results were provided (reference range 0-0.04 ng/ml): (B)(6) 2025, sid (B)(6), initial troponin results= 0.823 ng/ml; (B)(6) 2025, repeat result (analyzer (B)(6)) = 0.049 ng/ml; (B)(6) 2025, repeat result (analyzer (B)(6)) = 0.037 ng/ml and 0.033 ng/ml; repeat result (analyzer (B)(6)) = 0.041 ng/ml. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated architect stat troponin-I for one patient. The following results were provided (reference range 0-0.04 ng/ml): (B)(6) 2025, sid (B)(6), initial troponin results= 0.823 ng/ml; (B)(6) 2025, repeat result (analyzer (B)(6)= 0.049 ng/ml; (B)(6) 2025, repeat result (analyzer (B)(6)= 0.037 ng/ml and 0.033 ng/ml; repeat result (analyzer (B)(6)= 0.041 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect stat troponin-I assay did identify an increase in complaint activity related to the complaint issue. However, an increase in complaint activity was not identified for lot number 93933un24. The device history record review was performed on lot 93933un24 which did not identify any potential non-conformances, non-conformances, or deviations. The overall performance of architect stat troponin-I was reviewed using field data from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 93933un24 are within the established limits. Labeling was reviewed and found to adequately address the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I lot 93933un24 was identified